Event description:
It was reported the patient was feeling stimulation in the wrong location. The patient was feeling stimulation in the legs and less than 50% therapy relief was noted. As a result, a replacement of the system was required. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).